Manufacturer narrative:
Gbo complaint: (B)(4). No samples received for evaluation. No pictures were received. No material number or batch number was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. Therefore, complaint cannot be determined due to insufficient information.

Event description:
Customer states that coagulation tubes do not always fill all the way. Customer advises this occurs even when using a discard tube.